Event description:
Complainant alleged that while attempting to monitor a patient, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Manufacturer narrative:
The device and the event battery were returned for evaluation. Upon initial testing, the returned battery was completely depleted. A no power condition was observed using the returned disposable battery pack. It is hard to determine if this battery was used during the event. The device history has no errors on the event date ((B)(6) 2014). The clinical data for the event date, presumably for the initial case run, lasts for 10:54 with the device monitoring ECG. There are no change battery warnings throughout the case. The device history and clinical files suggest this device is a primary use device for monitoring purposes, up to multiple times a day the operator guide instructs users to "keep a fully charged spare battery pack with the device at all times." This investigation was concluded to be no fault found. The device passed all tests. Analysis for reports of this type has not identified an increase in trend.